Event description:
It was reported that during an unknown procedure the staples were malformed after the firing. Changed to another one to complete the procedure. No adverse event on the patient. As the patient had infectious disease, sample had been discarded.

Manufacturer narrative:
(B)(4). Information unavailable. Additional information: was the spike of the trocar inserted lateral or through the staple line? Yes. What confirmation did the surgeon receive that the anvil was firmly attached? There was a clear crunch heard. When the device was fired, where was the indicator within the green zone/gap setting scale? In the middle of the green zone. Was buttressing material utilized? Metal abdominal retractor was used. Was the instrument fired across or near an existing staple line or clip? Yes. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? A clear crunch was heard and the firing trigger was compressed until unable to fire further. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing)? No. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? No. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.